Event description:
The hospital reported to maquet that a lighthead detached during a surgery. No injuries were reported, the lighthead remained hanging from the wires. (B)(4).

Manufacturer narrative:
The customer has provided photos of the affected device. The plastic sleeve securing the light head to the spring arm was cracked, which can allow the retaining pin to move out of position, enabling the reported detachment. The hanaulux 2000 series operating manual mentions that the products are to be inspected by the operator every six months with attention to cracks in plastic parts. Maquet is not in charge of maintenance of this device. A maquet field service technician removed the device from service and provided the customer with a quote for the repair.